Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 72 mm in diameter thoracic aortic aneurysm. It was reported that, approximately three years and ten months post index procedure the patient presented emergently with a contained thoracic aortic rupture. A CT revealed a large hemothorax, a possible distal type I endoleak, and an expansion of the distal aorta. A repeat CT also revealed minimal proximal seal of the valiant stent graft with no evidence of a proximal type I endoleak. The physician elected to extend the valiant stent graft distally to contain the aortic rupture. Additionally, the physician extended the valiant stent graft proximally to obtain sufficient proximal seal. The procedure was completed and the event was resolved. Per the physician the cause of the event was due the patient¿s aneurysm expansion, disease progression at the distal seal zone of the valiant stent graft. No additional clinical sequelae were reported and the patient is fine.